Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone gel consistent with a right implant rupture and silicone lymphadenopathy," and ¿[patient¿s] symptoms, the biopsy results, and [patient¿s] concerns about [patient¿s] risk of developing bia-alcl.."

Event description:
Patient representative reported ¿implant rupture and silicone lymphadenopathy,¿ patient experienced ¿pain, swelling, and tenderness in [the patient¿s] breasts,¿ ¿physical pain and emotional distress,¿ ¿significant mental and physical pain and suffering¿ and had explant surgery due to ¿[patient¿s] concerns about [patient¿s] risk of developing bia-alcl¿, and ¿sustained permanent injury.¿ patient representative also reported patient was diagnosed with ¿rheumatoid arthritis and sjorgen¿s disease,¿ ¿experiencing aches and pains in [the patient¿s] ankles, knees, hips, wrists, joints and throughout [the patient¿s] muscles, as well as dry eyes, dry mouth, and fatigue¿; these events are not device related. Device was explanted and a capsulectomy was performed. This record is for the right side.